Event description:
It was reported that the patient experienced a loss of therapeutic. Specifically, it was noted that the patient had good therapy on (B)(6) 2011, but experienced more shaking in both the left and right sides the following day. The patient did use the programmer and her implantable neurostimulator (ins) was confirmed to be turned on. Additional information was requested, but was not available at the time of this report.

Event description:
Additional information received reported the event was not related to the patient's deep brain stimulation (dbs). It was also noted the patient did not require hospitalization due to the event.

Manufacturer narrative:
Extension, model 7482a51, serial# (B)(4), implanted: (B)(6) 2008, explanted: na. Extension, model 7482a51, serial# (B)(4), implanted: (B)(6) 2008, explanted: na. Adaptor, model 64002, lot# n301390, implanted: (B)(6) 2012, explanted: na. Programmer, model 37642, serial# (B)(4). Lead, model 3389s-40, lot# v16778,5 implanted: (B)(6) 2008, explanted: na. Lead, model 3389s-40, lot# v163610, implanted: (B)(6) 2008, explanted: na. (B)(4).

Event description:
Additional information was received that while the stimulation was turned on the patient seemed disoriented, confused and shaky. The caller stated the nurse taking care of him reported he seemed disorientated as well. The caller said checked the internal neurostimulator (ins) and it was on. The caller accidentally turned the patient off while reading his device. The ins was turned back on. The caller was going go contact the patients hcp. If additional information is received a follow up report will be sent.

Manufacturer narrative:
(B)(4)